Manufacturer narrative:
This event was initially included in vmsr filing 2648035-2021-00008. Due to the inclusion of other ancillary details that may appear as causes in the vmsr filing, this event is now being captured as an initial 30 day MDR. This report captures the event for serial number (B)(4). This is report number 18 out of 20 reports that are being submitted as initial individual mdrs. Date of birth or age at time of event: unknown/not provided. Sex: unknown/not provided. Section d6: if implanted, give date: not applicable iol was not implanted. Section d7: if explanted, give date: not applicable iol was not explanted. Device evaluation: product testing could not be performed as the product was not returned. The reported event could not be verified, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints were received for this production order. Conclusion: based on the investigation, no product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Received report indicating the preloaded intraocular lens (iol) had a loading issue. The plunger went behind the lens when reloading. Through follow up, it was confirmed that the problem was during the loading of the lens. The technician had tried to advance the lens further into the cartridge, the plunger went underneath the lens in the cartridge instead of resting behind the lens. Before inserting the lens into the patient, doctor looked at the lens through the microscope and said the lens was scratched and requested another lens. The lens and cartridge were both not touched by the patient. No further information was provided.